Event description:
I am reporting concerns about a business in (B)(6) called "(B)(6). "The owner initially claimed to have the nordly's ipl system, which is an FDA-cleared, professional-grade device used by licensed medical professionals. However, when I further questioned him, he admitted his device is not a genuine nordly's. Instead, it is an ipl/laser machine that he says was "assembled with parts that have the same voltage as a nordly's." This raises serious concerns that the device is not FDA-cleared, may not meet safety standards and could cause harm to clients. I have also read reviews from other clients stating that they suffered skin burns after treatments here, suggesting unsafe use of equipment. When I raised my concerns, he was vague and evasive. He gave me inconsistent information about refunds and even suggested I dispute the charge with my credit card company instead of issuing a proper refund. His lack of transparency adds to my concern that the equipment may not be legitimate or safe. I believe this is a serious patient safety issue because: ¿ the device may not be FDA-cleared. ¿ it was allegedly built from parts, not a properly manufactured or regulated system. ¿ clients may be at risk of burns, injuries, or long-term harm. ¿ the business misrepresents the device as a genuine nordly's ipl, which is misleading to consumers. Please investigate whether the ipl/laser equipment being used at (B)(6) meets FDA safety and clearance standards.